Event description:
Device 3 of 4: MFR reference report: 1627487-2019-00154, 1627487-2019-00301, and 1627487-2019-00304. It was reported that the patient experienced an infection at the lead site. Due to the infection the whole system was explanted on (B)(6) 2018.